Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the r wave sensing and impedance had decreased on the right ventricular lead. Further review revealed that there was right ventricular lead reversion and oversensing. The patient was seen in clinic later that day and chest x-ray revealed that the lead had pulled back. Physician suspected the patient was a 'twiddler'. The device was programmed off and the patient will continue to be monitored. No further information on patient condition.